Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, the right atrial (ra) lead dislodged multiple times. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.